Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a top case cracked on corners, and bottom case has broken tabs. The plunger head noted to be completely loose and rotates freely. The reported customer complaint has been confirmed as a result of the device being dropped or mishandled; problem source determined to be user interface. Performed preventive maintenance and all functional tests, and device passed.

Event description:
Information was received that device top case and bottom cases need replacement and plunger assembly not working. No patient involvement.